Manufacturer narrative:
Not returned.

Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. The patient was asymptomatic. A device download was successfully performed. The patient was asymptomatic before, during, and after the event and will continue to be monitored with regular follow-up.